Event description:
It was reported that a pta balloon dilatation catheter would not deflate for approx one half hour after the first inflation to 12 atm was performed in the distal popliteal artery. Reportedly, the catheter shaft had kinked just proximal to the pta balloon, causing the deflation difficulty. The physician was able to pull back on the balloon dilatation catheter to eliminate the kink in the device and successfully deflate the pta balloon and remove it from the patient without further incident. Once the pta balloon dilatation catheter was successfully removed from the pt, add'l angioplasty with a second pta balloon catheter and add'l declotting was performed. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not yet been returned to the MFR. The investigation is currently underway.